Manufacturer narrative:
This report is filed on october 28, 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient experienced poor performance with device use due to partial insertion of the electrode array; subsequently, the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.